Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) stored many episodes on the electrograms due to noise. In addition, the last episode reported the shock delivery was shorted. This device was being replaced due to elective replacement indicator (eri) but was found to be at end-of-life (eol).